Manufacturer narrative:
The monitor sn (B)(4) and electrode belt sn (B)(4) have not been returned to the distributor for evaluation. The device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatments or the patient death. Device manufacture date: monitor: 01/08/2015; electrode belt: 03/18/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2015 at 9:59pm while in the hospital. It was reported that the patient was not wearing the lifevest at the time of passing, the device had been removed earlier that day. The day prior to passing, while in the hospital and on telemetry, the patient experienced an inappropriate defibrillation event consisting of three treatment shocks. Rapid atrial fibrillation and motion artifact contributed to the false detection. The post-shock rhythm of the final treatment was sinus tachycardia at 120 bpm. It was reported that the patient had cognitive limitations and may not have known how to use the response buttons. Per review of the event, the response buttons were not pressed during the entire event. The patient remained in the hospital following the defibrillation event and passed away the next day.